Manufacturer narrative:
The valve was explanted due to reported regurgitation due to valvular degeneration. The returned valve contained circumferential fibrous pannus ingrowth on the inflow surface, narrowing the inflow diameter. Stent posts 1 and 2 were covered with fibrous pannus ingrowth, which extended onto the outflow surface of leaflets 1 and 3, folding and pinning leaflet 3 creating incomplete coaptation. No acute inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The degree of host to device interaction, especially at the stent posts and outflow surface, was possible evidence of interaction with the aortic wall. The aforementioned incomplete coaptation caused by the pannus ingrowth was consistent with the reported regurgitation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a 25mm trifecta valve was implanted. On (B)(6) 2020, the valve was explanted due to valve degeneration with moderate to severe aortic intravalvular regurgitation. A competitor's magna ease valve was successfully implanted. No patient consequences were reported.